Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate additionally it was reported that multiple minimum fill notification occurred after filling the cartridge with 300 units of insulin.  Customer¿s blood glucose ranged from 129-138 mg/dl. Reportedly, the customer will continue to use the current pump until replacement arrives.